Event description:
During a ptca treatment procedure, contrast leaked from the maverick2 monorail 15x1.5mm balloon at 12 atms on the first inflation. The patient was asymptomic during this event. The lesion being treated was a 99% stenotic lesion in the distal left circumflex coronary artery. The physician used a camino ss35 guide catheter and a .014 rinato guide wire to cross the lesion. The maverick2 monorail balloon was withdrawn from the patient and was inflated to 18 atms, but no leak was discovered and the pressure on the inflation unit did not decrease. The maverick2 balloon was again advanced to the target lesion and inflated. Contrast was once again noted to be leaking distal to the baloon catheter. The maverick2 monorail balloon was removed from the patient and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.

Manufacturer narrative:
Product analysis could not verify the difficulty stated in the complaint. The returned device was attached to an inflation unit in an attempt to locate the leak however the device could not be inflated. A build up of solidified contrast media and congealed blood were present along the shaft's extrusion and in the balloon of the device. The unit was immersed in warm water in an attempt to remove the solidified contrast media and congealed blood. However, further attempts to inflate the balloon and locate the leak were unsuccessful. Microscopic examination of the balloon material found no other anomalies. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met its material, assembly and performance specifications. The exact cause of the complaint incident could not be determined.